Event description:
Additional information received reported that diagnostic methods included examination, medical imaging. Laboratory test showed normal for the patient. Actions taken as a result of the event included medical or non-surgical therapy and medical observation. The event status resolution date was noted as 2015-(B)(6).

Event description:
It was reported the patient had acute pain that was exasperated when the stimulator was turned on. The event was noted as related to the programming. An emergency room visit was required. No outcome was noted. If additional information is received the file will be re-evaluated. Additional information reported the event required in-patient hospitalization. The hospitalization was not a prolongation of existing hospitalization and the event did not require an urgent care visit or an unscheduled clinic or office visit. The event was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported this had resulted in a serious deterioration in the health of the patient. It had not resulted in a life threatening illness or injury or a permanent impairment of body function/permanent damage to a body structure. It had not resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or function.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).